Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp and mobile holders.a follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that during the transport of the patient to the helicopter the cardiohelp was connected on the cardiohelp mobile holder (hkh8860). The patient should be transferred from the stretcher to the helicopter, but the mobile holder could not be removed. Tools were necessary to remove the mobile holder. The cause was a pin that was canted. This caused a 30 minutes delay of the transport. Another mobile holder that was used on the same cardiohelp afterwards opened up during treatment on its own. The hospital reported this complaint to the bfarm. The failure occurred during treatment. No harm to any person has been reported.

Manufacturer narrative:
It was reported that during the transport of the patient to the helicopter the cardiohelp was connected on the cardiohelp mobile holder ((B)(6)). The patient should be transferred from the stretcher to the helicopter, but the mobile holder could not be removed. Tools were necessary to remove the mobile holder. The cause was a pin that was canted. This caused a 30 minutes delay of the transport. Another mobile holder that was used on the same cardiohelp afterwards opened up during treatment on its own. The hospital reported this complaint to the bfarm. The failure occurred during treatment. The affected mobile holders were visually inspected by getinge life-cycle-engineering on 2022-10-13. The holder (serial number (B)(6)) shows several damages. The most visible one is the jammed fixation mechanism. Further it shows that the fixator is deformed. The visual inspection of the second mobile holder (serial number (B)(6)) shows several damages as well as wear. The holder is deformed. The deformation is also visible when the fixation is closed and locked. Afterwards the affected mobile holders were technically investigated by getinge life-cycle- engineering (lce) on 2022-11-24. A define root cause cannot be confirmed as different scenarios are possible. In regards to the fact that both events happened during the transport and the failure mode is the same, it is conceivable that the same failure happened twice or that both devices were part of the same misuse. Therefore, root cause cannot be confirmed, but the most probable root cause is defined as that both failures stem from the same external force like: crash while the stretcher was moved. Misuse of device. Both mobile holders are not usable anymore as the fixator is deformed. According to the instruction for use (IFU cardiohelp system, 4.2.3 attaching the cardiohelp to the mobile holder (B)(6)) it has to be ensured that the locking device has correctly clicked into place and that the cardiohelp-I is securely fixed. In addition (5.6.2 check before every use in transportation) it has to be checked before transportation that the components for transportation are functioning correctly. The review of the non-conformities has been performed on 2022-11-18 for the period of begin of sale numbers to 2022-08-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "mobile holder stucks and second one opened up unexpected" could be confirmed, but the most probable root cause is related to the usage of the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The affected mobile holders were visually inspected by getinge life-cycle-engineering on 2022-10-13. The holder (serial number (B)(6)) shows several damages. The most visible one is the jammed fixation mechanism. Further it shows that the fixator is deformed. The visual inspection of the second mobile holder (serial number (B)(6)) shows several damages as well as wear. The holder is deformed. The deformation is also visible when the fixation is closed and locked. Further investigation is ongoing. A follow-up medwatch will be submitted when additional information becomes available.